Event description:
It was reported by the customer that during an oral procedure, the patient sustained a burn. It is unknown if scarring is expected. Several attempts have been made to obtain additional information, but no other details have been provided.

Manufacturer narrative:
The drill involved in the event was received for evaluation. The bur guard involved in the event was not returned. Visual examination of the drill indicated that the event was most likely caused by the bur guard coming into contact with the nose cone of the drill during use. This contact can result in the bur guard overheating and melting. Melted plastic was noticed on the nose cone of the drill.